Event description:
Information received from a patient that uses smith medical cadd administration sets - flow stop the product is "underinfusing" leaving unknown medication in the bag. The amounts range from 100-600 milliliters and event has occured with 30 sets. The patient reports receiving regular infusions and has had no problems until the green tab appeared on the tubing. Patient is more concerned about the cost affect related to this adverse event. No patient injury was reported.